Event description:
It was reported that an ilet device touchscreen was cracked after the user placed the device on a charger and attempted a supply change, with the exact cause of damage unknown; the screen was not usable, no injury occurred, the device was not synced before shutdown, and the user reported a high glucose reading of 300 with a high glucose alert. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included temporary device usability impairment due to a broken touchscreen. Investigation included collection of event details and arrangements for device return. Investigation of this case revealed a damaged display assembly consistent with screen breakage, with no indication of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.